Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as not cleaning the area before starting pd therapy. Four days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Imipenem, 125 milligrams, and inj. Heparin, 1000 international units, (frequencies and routes not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.